Manufacturer narrative:
(B)(4). Age: (B)(6). Concomitant medical products- persona partial cemented femoral component, catalog # 42558000301, lot # 63522281, persona medial articular surface, catalog # 42518200409, lot # 63573594. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01445, 0001825034-2019-01451. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent a left knee arthroplasty last year. Subsequently, at one year visit, the patient is experiencing moderate pain, ambulation difficulties and difficulty with adls. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
UDI #: (B)(4). Concomitant medical products - unknown palacos cement. Reported event was unable to be confirmed due to limited information received from the customer. Patient's operative visit report was received which stated that the patient had mild to severe pain. Further, there was no inraoperative or post-operative adverse events and there was no significant radiographic findings.device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.